Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change today the patient's right atrial (ra) lead was not functioning correctly. Interrogation revealed multiple instances of atrial lead impedance low, out of range. Furthermore, the amplitude was also low. Achieving a threshold test was challenging due to significant noise whenever pacing was initiated. However, within range thresholds were finally established. The lead impedance behavior has been known to the clinic for several years. The device has been set to ventricular pace and sense for several years. Currently, the patient did not require the ra lead, so the physician decided to reconnect the lead to the new device and maintain the ventricular only programming. There have been no complications or issues reported with the patient.